Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a flipped pump in (B)(6) 2013. It was noted the patient had not had the pump refilled since it was implanted. It was noted the patient was in the hospital for reasons not related to the pump and was feeling fine functionally and not having any symptoms. It was stated the pump was going to be flipped back over on the day of report. The pump was used to deliver baclofen. Additional information reported there was difficulty performing a refill because the pump was flipped. It was noted the patient was stable and was still waiting to be scheduled to have the pump flipped back over. The pump was used to deliver gablofen. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that an MRI was done on the report date and confirmed that the pump flipped. Over the past 5 months, the pump had been flipped and the patient experienced increased stiffness. It was noted that the low reservoir alarm date was (B)(6) 2014 and there was 13.3ml in the reservoir.

Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient no-showed, no-called for several appointments. However, it turned out that the patient was admitted to the hospital during that time for unrelated health issues. The healthcare provider (hcp) was unaware of this until later and thought the patient was just non-compliant. The hcp was then contacted by a family member in (B)(6) 2013 and mentioned having the pump revised by an outside facility. According to records, the low reservoir alarm date would have been (B)(6) 2013. The pump had not been filled since (B)(6) 2013.

Event description:
It was reported that the pump was still flipped and nothing had yet been scheduled. Further, the patient then thought she did not need this surgery and refused to have the surgery scheduled. The health care provider was not concerned about it at this point as the therapy was still going well. The thought was that if the flipped pump does start causing an issue, the patient will change her mind and have the surgery.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a pump revision was planned, but the pump had been empty for 9 months or longer. The patient had rescheduled the surgery 4 times. At the date of this report, the patient had still not rescheduled a revision. No interventions or outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received, a supplemental report will be filed.